Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2019-00570, 3009784280-2019-00571. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: study name: (B)(6)- patient ID# (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, occlusion is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 42 months post procedure, the patient experienced an occlusion. A successful revascularization of the target vessel was performed on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.